Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank screen. The unit was triaged and the reported issue could not be confirmed at this time. However, the technician found there to be no audible alarm. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit powers on; however, the display is blank.